Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter .product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (20 mg/ml at 4.662 mg/day) and morphine (13.5 mg/ml at 3.165 mg/day) via an implantable pump. The indication for use was noted as non-malignant pain. On (B)(6) 2015 it was reported that a pump flip was suspected. The pump flip was suspected due to refill difficulties. They attempted to refill the pump today, but could not. They had already updated the pump reservoir volume with 40 ml. Programming options were reviewed and it was reviewed to make a note that the pump was empty as the pump was empty. A pump revision was planned. The patient had no symptoms. The cause of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider reported they had attempted to refill the patient on (B)(6) 2015 and was unsuccessful. Fluoroscopy and radiologist confirmed pump had flipped. The pump was revised (B)(6) 2015.